Event description:
It was reported that a user of an fsl3+ sensor paired with ilet experienced repeated scan errors and app messages indicating stop sensor, with bg readings initially displaying high with a reported 400 mg/dl, before normalizing after phone restart and sensor re-scan. Symptoms included vomiting and headache concurrent with the elevated reading. Outcomes included transient hyperglycemia without medical intervention or hospitalization, with the user subsequently reporting bg in the 80s and normal operation. Investigation included technical troubleshooting and user education, including device restart and rescanning. Investigation of this case revealed that communication recovered and sensor function returned to normal after the troubleshooting steps. It was concluded that the event was a transient sensor communication issue with resolution following standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.